Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (B)(4).

Event description:
It was reported that the pump tubing did not prime completely. The pump recorded a larger volume then what actually went through the tubing. No patient injury was reported.